Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "under infusion by 4ml" was not reproduced. The evaluation sent the device to flowline for flow rate accuracy testing at a delivery rate of 40ml/hr and volume to be infused of 20ml, the device infused 21.083 ml which is an error percentage of 5.415%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the travel pressure plate. The travel pressure plate required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused by 4ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.